Event description:
A report was received that one of pt's paddle leads eroded through her skin. The physician explanted both leads. The pt did not get new leads due to potential infection. The physician does not feel that the lead erosion is device or procedure related. The pt is reportedly doing well after the lead explant.